Event description:
It was reported that there was a separation between the female connector (dark blue piece) and the main body of a peritoneal dialysis (pd) minicap transfer set. This was further described as ¿the base of the female connector part was loose¿. This occurred during use of the device for peritoneal dialysis therapy. To resolve this issue, the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with the female connector connected to a white luer adapter. A visual inspection with the naked eye and magnification noted the dark blue connector separated from the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.